Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. The rotational speed of the device kept increasing and decreasing and was unstable. No patient complications were reported.